Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES main drawer 4 was failed to open.The customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6)was performed from the date of manufacture, 21-APR-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 was failed to open. A field service engineer (FSE) addressed an issue with Drawer 4 that had failed to close properly. The FSE removed the rear panel and found that a magnet was missing from the inner drawer assembly. The FSE replaced the inseparable and, when the drawer still did not open, replaced the solenoid. The FSE then rebooted the station, tested the drawer using the Hardware Test Application, and restarted the station to confirm normal operation. The system functioned as intended after the field service engineer repaired the device.